Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 01may2024 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient experienced a decreased blood glucose over the past year and a half. He reported that in the past six months when using his humapen (unknown device type) the "insulin had difficulty or did not come out of the needle tip." He reported that he can only be sure that the medication is administered "by wasting 6-10 units to ensure the needle is functional." The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaint, concerned a 32-years old male patient. Medical history was not provided. The concomitant medications included insulin glargine administered for type 1 diabetes. The patient received insulin lispro (rdna origin) injections, from a cartridge, via unknown route, for type 1 diabetes mellitus, beginning since unknown date in 2000, via unspecified reusable pen, beginning since unknown date. It was reported, since last one and a half years (date unspecified), when his blood glucose would drop to 400, he would administer insulin, however his blood glucose level could drop to 20 and very rarely to 10 (units, date and reference range not provided). He experienced this situation despite the insulin dose to be administered was obvious and even if patient had administered one dose of insulin. He had not consulted his physician. Since an unknown date in (B)(6) 2023, his insulin had difficulty or did not come out of the needle tip, however when he was sure by pressing six to ten units empty, he could administer the drug (lot unknown, (B)(4)). He also reported he had not seen any bubbles in the medicine and that he had decreased insulin glargine dosage a lot. The event of blood glucose decreased was considered serious by the company due to medical significance. Further information regarding corrective treatment and outcome of event was unknown. Status of insulin lispro was unknown. Follow-up was not possible as consent to contact reporter or health care professional was denied. The operator of humapen was unknown, and his/her training status was not provided. The general humapen and suspect humapen model duration of use was unknown. The action taken with suspect humapen, and device was not returned to manufacturer. The reporting consumer did not provide relatedness of events with insulin lispro or humapen device. Edit 26-mar-2024: upon review of information, the narrative first line was updated with correct gender. No other changes were made to the case. Edit 28mar2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 07apr2024: additional information received on 04apr2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information. Corresponding fields and narrative updated accordingly. Update 01may2024: additional information received on 26apr2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for the suspect device associated with (B)(4) corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaint, concerned a 32-years old male patient. Medical history was not provided. The concomitant medications included insulin glargine administered for type 1 diabetes. The patient received insulin lispro (rdna origin) injections, from a cartridge, via unknown route, for type 1 diabetes mellitus, beginning since unknown date in 2000, via unspecified reusable pen, beginning since unknown date. It was reported, since last one and a half years (date unspecified), when his blood glucose would drop to 400, he would administer insulin, however his blood glucose level could drop to 20 and very rarely to 10 (units, date and reference range not provided). He experienced this situation despite the insulin dose to be administered was obvious and even if patient had administered one dose of insulin. He had not consulted his physician. Since an unknown date in (B)(6) 2023, his insulin had difficulty or did not come out of the needle tip, however when he was sure by pressing six to ten units empty, he could administer the drug (lot unknown, (B)(4)). He also reported he had not seen any bubbles in the medicine and that he had decreased insulin glargine dosage a lot. The event of blood glucose decreased was considered serious by the company due to medical significance. Further information regarding corrective treatment and outcome of event was unknown. Status of insulin lispro was unknown. Follow-up was not possible as consent to contact reporter or health care professional was denied. The operator of humapen was unknown, and his/her training status was not provided. The general humapen and suspect humapen model duration of use was unknown. The action taken with suspect humapen, and its return status were unknown. The reporting consumer did not provide relatedness of events with insulin lispro or humapen device. Edit 26-mar-2024: upon review of information, the narrative first line was updated with correct gender. No other changes were made to the case. Edit 28mar2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.